Event description:
Patient reported "I have texturized saline implants " and "if there was any type of compensation to have them removed since they are linked to cancer". Healthcare physician confirmed "exchange from textured to smooth due to concern with the product". Physician later reported "hole in radius (edge)". This record is for left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation. Based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ deflation: observed opening striated on radius side assessed as surgical damage. Additional observations: ¿ yellow particles on the surface of the shell. ¿ crease fold observed. No further actions are required as the device was implanted.